Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during prime/delivery test due to faulty force sensor resistor. Drive support disk was inspected and no anomaly was noted. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was 239 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.